Event description:
It was reported that a balloon rupture occurred. The 76% stenosed target lesion was located in the severely tortuous and calcified left anterior descending artery. A 15mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon inflation within normal atmospheric pressure. The procedure was completed with a different device. There were no patient complications reported.